Event description:
It was reported that during the procedure for cardio embolic developed on the left cervical-ica (internal carotid artery) on (B)(6) 2020, three passes were performed using subject catheter along with stent retriever. Physician then noted that there was vessel perforation with a possible casual relationship occurred during procedure. Before the procedure patient mtici grade was 0 and immediately after mtici grade was 2a. Patient mrs grade before procedure was 0 and immediately after mrs was grade 4. No further information provided.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event patient vessel perforation will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure for cardio embolic developed on the left cervical-ica (internal carotid artery) on (B)(6) 2020, three passes were performed using subject catheter along with stent retriever. Physician then noted that there was vessel perforation with a possible casual relationship occurred during procedure. Before the procedure patient mtici grade was 0 and immediately after mtici grade was 2a. Patient mrs grade before procedure was 0 and immediately after mrs was grade 4. No further information provided.